Event description:
A caller reported a cracked and shattered touchscreen, which rendered the pump unusable as the touchscreen was unresponsive and illegible. Despite this issue, there was no adverse impact to the customer's blood glucose level. Cts (customer technical support) resolved the issue by arranging to send a replacement pump. The customer confirmed the shipping address and agreed to use a backup therapy to ensure insulin delivery was not interrupted. The customer was advised on steps to take upon receiving the replacement pump and was instructed to return the problematic pump using a pre-paid label within 10 days.